Manufacturer narrative:
On october 05, 2022, novocure received a medical record, for an outpatient visit on (B)(6) 2022. The treating physician noted the patient temporarily discontinued optune therapy due to three areas of scabbing/excoriation on the scalp, no further details on location were available. The patient was instructed to continue optune therapy as tolerated and monitor the scalp areas of concern. Regular skin checks should be done within 6-8 weeks period. Patient reported on (B)(6) 2022, she changed the arrays approximately three times a week, due to night sweats she has to change more often sometimes. On (B)(6) 2022, the patient reported she experienced scalp irritation since two days, in addition to her wound on the right temple region that re-opened every time the arrays were removed. Per physician's recommendation, optune therapy was temporarily discontinued and patient was instructed to follow-up with prescribing physician. On (B)(6) 2022, the patient notified novocure that she was continuing optune therapy despite the ongoing wound healing issue.

Manufacturer narrative:
On september 23, 2021, novocure discovered that the prescribing physician provided a causality assessment on july 29, 2021, that optune therapy was related to the event. Correct submission date for MDR 3009453079-2021-00177 should be july 13, 2021.

Manufacturer narrative:
On september 01, 2021, novocure discovered additional information. Per medical record, during a follow-up office visit dated august 26, 2021, the prescribing physician noted that the patient had restarted optune therapy after completing IV antibiotics. Oral antibiotics were continued. No ulcers or concerning skin changes were visible and the surgical scar appeared well healed. The patient was instructed to continue optune therapy as tolerated and return to clinic every 6-8 weeks for skin checks.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year-old female with newly diagnosed glioblastoma (gbm) started optune therapy on (B)(6) 2020. On (B)(6) 2021, patient notified the neurosurgeon that she experienced a "stubborn" area on her scalp. On (B)(6) 2021, the patient was hospitalized for right-sided cranial wound exploration, washout, and removal of exposed hardware. (Last tumor resection (B)(6) 2020). No purulence was observed in the operating room, although observed when the bandage removed pre-operatively. Wound and hardware cultures were negative for growth. Patient was started on intravenous (IV) antibiotics (cefepime and vancomycin). Surgical pain was controlled and managed with ice, acetaminophen, and celecoxib 100 mg daily. On (B)(6) 2021, patient was discharged home on daily outpatient antibiotic infusion (daptomycin and ceftriaxone 2 grams) via peripheral central catheter (PICC line). On (B)(6) 2021, prescribing physician reported the patient was currently on a break with optune therapy with plan to resume upon completion of intravenous antibiotics.